Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal saline at unknown concentration/dose via an implantable pump for spinal pain. It was reported by the hcp that the patient's pump was empty and alarming. The hcp stated that pump went empty about 2.5 weeks ago and they filled with pfns and updated the pump when the patient came in today. The hcp stated that pump was still alarming after they had updated with a full reservoir. Agent assisted hcp with silencing the alarm by clicking the active alarm button and updating the pump again. The troubleshooting steps that were taken on the call resolved the issue.